Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user to completely prime the tubing when changing the cartridge and infusion set, resulting in insufficient insulin delivery.

Event description:
On 9/25/24 a beta bionics remote clinical trainer (rct) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 9/24/24. On 9/27/24 a beta bionics customer care agent followed up with the user about the event. The user reported that their bg had climbed up to 426 mg/dl after a full supply change. The user was using a convatec contact detach (23", 6mm) steel cannula infusion set and had not been filling all the tubing on the sets, which was explained as the reason for the elevated bg levels. Upon troubleshooting and examination of the user's supplies, there were no leaks noted on the cartridge or connector and during priming drops were seen coming out of the cannula. The user was admitted to the hospital on (B)(6) 2024 and released on (B)(6) 2024. Immediate health effects included feeling tired and stressed. Treatment during the ER visit included a saline IV. They did not use any backup therapy but did conduct ketone testing with no ketones present. A third party drove the user to the ER due to feeling tired and stressed during this event. The user expressed gratitude for the education provided and had no further questions.